Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed the helium leak test, but was unable to duplicate the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak which was observed over the period of an evening shift at the customer's site. It was later reported by the customer that the helium tank had drained the space of one shift. It is unknown under which circumstances this event occurred; however, there was no patient involved and no adverse event was reported.